Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the circumflex coronary artery. It was not possible to cross the large lesion due to calcification of the large vessel, therefore, the stent and delivery system were pulled back from the artery. During removal of the device, the stent dislodged from the stent delivery system within the pt's arterial system. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was successfully snared from the pt end discarded. There was no "product complaint" from the physician and there was no additional clinical sequence reported relative to the event.